Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the valve outflow struts appeared to fold in on themselves. The valve was removed from the delivery catheter system (dcs) and successfully reloaded. An attempt was made to implant the valve through a pre-existing dissection into a chronic 29 mm homograft. Severe tortuosity of the patient anatomy was reported along with difficulty releasing the valve from the dcs. Upon deployment, the outflow section of the valve did not fully expand due to anatomy and moderate paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed. A second valve was loaded onto a new dcs and successfully implanted. The pvl was reduced to mild. No adverse patient effects were reported.